Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was over 600 mg/dl. Customer stated that she was vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.